Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic cough and whitish secretion. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic cough and whitish secretion. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, filter, blower, blower box, blower outlet seal, power connector. Addition to that, manufacture observed a hairlike substance on the inside of the ui panel. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and unable to directly address the symptoms outlined in the complaint. The manufacturer observed dust/dirt contamination in the airpath are consistent with being from an external source. In section h. Evaluation method, evaluation result and conclusion code has been updated.